Manufacturer narrative:
(B)(4). Batch # n90k1c. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, 2 unformed clip were returned inside a plastic bag. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 9 clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hepatectomy procedure, the surgeon tested the device outside the patient and found that the clips malformed after first and second firing. For the sake of safety, another like device was used to complete the procedure. There were no adverse consequences for the patient reported.